Event description:
Cyst [cyst] . Back of knee is painful [knee pain] . Back of knee is swollen [knee swelling] . Arthritis pain in hand [hand arthritis] ([pain in hand]). Synvisc one injected extra-articularly/placement in right knee was erroneous [product use issue] . Tried to aspirate the fluid [joint effusion] ([synovial fluid analysis abnormal]). Case narrative: initial information received from united states on (B)(6) 2019 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 62 years old female patient who experienced back of knee is painful, back of knee is swollen, synvisc one injected extra-articularly, cyst, tried to aspirate the fluid and arthritis pain in hand(latency unknown) the patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019 (year not reported), the patient received hylan g-f 20, sodium hyaluronate injection in bilateral knees, formulation injection, at 48 mg dose, once, extra-articularly (batch number unknown) for osteoarthritis. Information on batch number was requested. On an unknown date, after unknown latency, patient had back of knee was painful and swollen. Patient thought that placement in the right knee was erroneous(product use issue). On an unknown date, after unknown latency, patient had a cyst. She went to the doctor, who did an ultrasound and diagnosed a cyst, but when he tried to aspirate the fluid(with first a small and then a larger needle), and was only able to get a very tiny amount out, which he described was having boggery feel to it. Patient was on oral prednisone since then but was now tapering down and the pain was returning and the knee was not red or warm. Patient further reported that, on an unknown date, after unknown latency, at about the same time she received this injection, she began experiencing new arthritis pain in her hand. Action taken: not applicable. Corrective treatment: oral prednisone for back of knee is painful, back of knee is swollen, cyst; not reported for rest all events outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one, batch number: unknown with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation was completed on (B)(6) 2019. Additional information was received on 20-aug-2019. Global ptc number and results were added. Text was amended accordingly.

Event description:
Cyst [cyst], back of knee is painful [knee pain], back of knee is swollen [knee swelling], arthritis pain in hand [hand arthritis] ([pain in hand]), synvisc one injected extra-articularly/placement in right knee was erroneous [product use issue], tried to aspirate the fluid [joint effusion] ([synovial fluid analysis abnormal]). Case narrative: initial information received from united states on 05-aug-2019 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 62 years old female patient who experienced back of knee is painful, back of knee is swollen, synvisc one injected extra-articularly, cyst, tried to aspirate the fluid and arthritis pain in hand(latency unknown) the patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) (year not reported), the patient received hylan g-f 20, sodium hyaluronate injection in bilateral knees, formulation injection, at 48 mg dose, once, extra-articularly (batch number unknown) for osteoarthritis. Information on batch number was requested. On an unknown date, after unknown latency, patient had back of knee was painful and swollen. Patient thought that placement in the right knee was erroneous(product use issue). On an unknown date, after unknown latency, patient had a cyst. She went to the doctor, who did an ultrasound and diagnosed a cyst, but when he tried to aspirate the fluid(with first a small and then a larger needle), and was only able to get a very tiny amount out, which he described was having boggery feel to it. Patient was on oral prednisone since then but was now tapering down and the pain was returning and the knee was not red or warm. Patient further reported that, on an unknown date, after unknown latency, at about the same time she received this injection, she began experiencing new arthritis pain in her hand. Action taken: not applicable. Corrective treatment: oral prednisone for back of knee is painful, back of knee is swollen, cyst; not reported for rest all events. Outcome: unknown for all the events.